Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/8/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a subluxation, which resulted in a revision of the components on (B)(6) 2023. The event was indicated as unrelated to the univers revers apex system implanted on (B)(6) 2023. No further information was provided. Additional information received on 2/25/2025 via clindex notification: on (B)(6) 2023, the patient reported instability, pain, and weakness. On (B)(6) 2024, the patient returned and reported difficulty with raising the arm along with continued instability, pain, and weakness. On (B)(6) 2024, the patient underwent revision surgery. Additional information was received on 3/7/2025. During the revision surgery on (B)(6) 2024, an ar-9564-2436-lat arthrex univers revers glenosphere, an ar-9580-2420-2 univers revers augmented baseplate, an ar-9501-10s univers revers apex humeral stem, and an ar-9503s-03 arthrex univers revers humeral insert were explanted. The case was completed using a new glenosphere, a humeral insert, a spacer, and a baseplate.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached x-rays pictures, which shows a subluxation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, resulting from a subluxation, which subsequently led to adverse outcomes necessitating revision surgery.